Event description:
Procedure type: colon resection. According to the reporter: black knob is falling off when the device was fired. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)